Event description:
It was reported that the patient presented in clinic for unrelated procedure. Upon procedure, it was found that the right ventricular (rv) exhibited insulation damage. The rv lead was capped and replaced on 7 nov 2023. Patient condition was stable.